Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with injection (inj) vancomycin (1 gm, frequency, duration and route not reported) and inj imista (each bag of 250 mg, frequency, duration and route not reported), cifran tablets (orally, dose, duration and frequency not reported) and t.flucon tablets (150 mg, orally, frequency and duration not reported) for peritonitis. On an unreported date, the patient¿s pd catheter was removed as patient was not recovering from the peritonitis event. At the time of this report, the patient was not recovered from the peritonitis event. The action taken with pd therapy was not reported. No additional information was available at this time. This is report 1 of 3 involved in this event.